Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter phone no. - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from the fill port. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph which did not show evidence of leak at the fill port. However, it did show fluid inside a bag that contained the sample which suggested a leak may have occurred. The reported problem could not be verified or refuted. Due to the nature of the returned sample, no further testing could be performed. Therefore, the cause of the condition could be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.